Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. Analysis found the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead was performed. Visual analysis found proximal coil fractured in-vivo/flexed., then performed destructive analysis to confirm fracture and to take picture. Concomitant products: kdr701 implantable pulse generator, (B)(6) 2001; implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted due a system upgrade. The lead subsequently tested out of specifications during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.